Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion. To date, this device remains in service. No adverse patient effects were reported.